Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. Two opened probes with tip protectors and 2 pouches with the radio frequency identifications (rfids) cut off were received for the report. Sample 1 was visually inspected and found to be nonconforming with orange/brown foreign material on the port face and body needle bent at stiffener. The sample was then functionally tested for actuation. The sample was found to be nonconforming for actuation. The probe was disassembled and the components inspected. Excessive wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos inner cutter was observed to be bent. Gouge marks observed at the bend area, area that was bent, cutting edge, and several other locations on the inner cutter. Sample 2 was visually inspected and found to be nonconforming with orange/brown foreign material on the port face, on the welded cap and body needle bent at stiffener. The sample was then functionally tested for actuation. The sample was found to be nonconforming for actuation. The probe was disassembled and the components inspected. Nominal wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Inner cutter was observed to be bent. Gouge marks observed at the bend area, area that was bent and several other locations on the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s rfid tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the complaint evaluation confirms that both probes had an actuation failure. Sample 1: the root cause for the no actuation is the observed bent needle and bent inner cutter. The probe was disassembled, and the components inspected. The wear observed on inner cutter of sample 1 when compared to the degree of wear based on continuous actuation of the probe visual standard photos is consistent with excessive use classification. Excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. Per the direction for use (dfu), the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. Sample 2: the complaint evaluation confirms the probe had an actuation failure. The most likely cause for the actuation failure is from the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. No further investigative or manufacturing actions are warranted at this time due to the observed actuation failure, bent needle and bent inner cutter were due to excessive use of the probe by the user for sample 1. Per the dfu, the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. For sample 2, the exact root cause for an actuation failure, bent needle and the bent inner cutter could not be determined from this evaluation. A nonconformance investigation was completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that actuation failure of probe occurred and no issue with aspiration during the surgery. The procedure type was unknown. The surgery was completed on the same day after replacing the product with another one. There was no information about patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).